Event description:
The patient was implanted with an implanted ventricular assist device (ivad). It was reported by the vad coordinator that during the de-airing process during implant of the device, a considerable amount of air was noticed entering the left ventricle via the apical cannula with each hand pump on tee. As the pattern and the amount of air caused concern, color doppler was added to the tee and a considerable amount of blood was noticed to be entering the left ventricle indicating regurgitation. In addition, there was some positive flow through the outflow valve and cannula as blood was being ejected through the de-airing needle. The surgeon and cardiologist elected to replace the ivad with another ivad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time.